Event description:
During baxter's product evaluation, it was discovered that the keypad output on a pump is delayed. There was no patient injury.

Manufacturer narrative:
(B)(4). Baxter's evaluation discovered a delayed keypad output response caused by a failed processor printed circuit board. The device was not within specification in relation to the reported symptom. The processor printed circuit board was replaced.